Event description:
Same case as MFR report # 3005099803-2008-04597. It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the spyscope was difficult to steer. The target lesion was in the common bile duct (cbd). A spyscope catheter was advanced, but was "extremely difficult to steer". The spyscope catheter was exchanged for another of the same device. An extractor rx 9-12 mm retrieval balloon had been advanced into the patient but "popped" during stone extraction. The device was removed intact. The balloon was exchanged for another extractor rx 9-12 mm. A spyglass direct visualization probe was also used. At an unspecified time during the procedure, the visualization probe "broke" due to "the number of times being reused" but the procedure was able to be completed with this device. There were no patient complications reported with the patient's current condition listed as "okay".

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.